Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B) (4)

Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During preparation, the catheter was damaged during insertion into the pt. The catheter folded over on itself and damaged the antenna near the dilatation balloon. They used a second of the same device to complete the case with no complications to the pt. The pt's condition post-procedure was listed as "fine".